Event description:
This companion 2 driver was not supporting a patient. The customer reported that while conducting a routine system check at the implant center, the companion 2 driver right drive pressure achieved 30 mmhg when it was set at 100 mmhg. This alleged failure mode poses a low risk to a patient because the issue was observed during a routine system check when the driver was not supporting a patient. System checks are conducted prior to companion 2 driver patient support. The companion 2 driver was returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.